Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched and no rust was noted during visual inspection. There was dried body fluids on the device which may have been confused as rust (see photos). The device contained no rust. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error.

Event description:
It was reported that during an unknown procedure the device could not pass the self-test. The titanium tip was broken. The broken part did not fall into the patient. The surgeon found the broken part had rust. The procedure was completed with same like device. There were no adverse consequences to the patient.